Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It appears that interaction with the patient calcification likely contributed to the foot being stuck in the calcium such that the device was difficult to remove and ultimately became entrapped. The instruction for use deviation did not contribute to the reported event. The reported patient effect of tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017- against resistance.

Event description:
It was reported that this was a closure of a heavily calcified right common femoral access using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the suture of the prostyle device was successfully pre-placed; however, the device was difficult to remove as the footplate got stuck on calcium. The prostyle device was attempted to be removed against resistance but was unsuccessful. A cut down was performed in order to remove the prostyle device from the anatomy. A tear was noted. An unspecified balloon was inserted on the contralateral side to treat the tear. As the balloon was inflated, the aorta ruptured. Open surgery was performed, multiple endografts were placed and 12 units of blood were transferred; however, the patient did not recover and expired. It is the physician's opinion that the death is not related to the prostyle device. No additional information was provided.